Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one gastrostomy tube 24f was returned for evaluation. Gross, microscopic visual and functional evaluations were performed. The investigation is unconfirmed as the balloon was inflated was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven days post gastrostomy feeding tube placement, a sterile water leakage was identified. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven days post gastrostomy feeding tube placement, a sterile water leakage was identified. There was no reported patient injury.